Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the conductor wire was broken at the yaw pulley exit. On the opposite side of the conductor wire, a small piece of the yaw pulley had broken off, likely causing the conductor wire to come loose and break. The size of the broken piece is approximately .08 x .17.

Event description:
On (B)(6) 2011, it was initially reported that during a da vinci si hysterectomy procedure the pk dissecting forceps instrument stopped cauterizing. The instrument was removed and replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported. The instrument was returned and during failure analysis evaluation, engineering observe a piece missing from the instrument. The hospital was informed of the missing piece and on (B)(6), 2011, the hospital indicated that a video recording of the surgical procedure was reviewed and it was noted that a small piece of the instrument broke off and fell into the patient's uterus while the surgeon was performing retraction and coagulation. The broken piece appeared to have been suctioned out. The hospital also mentioned that no postsurgical complications have been experienced by the patient.